Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-06. H6: investigation summary: customer returned (1) 0.5ml bd insulin syringe from lot# 1053390. The customer reported about needle/shield separation from the barrel when removing the shield. The returned syringe was examined, and it was observed that the barrel tip of the syringe was broken. A review of the device history record was completed for batch# 1053390. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure (barrel tip broken). Root-cause cannot be determined. H3 other text : see h10.

Event description:
It was reported that the needle hub separated while removing the shield from the bd ultra-fine¿ insulin syringe. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: "the needle fell out, along with the cap." The customer reported about needle/shield separation from the barrel when removing the shield.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub separated while removing the shield from the bd ultra-fine¿ insulin syringe. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: "the needle fell out, along with the cap." The customer reported about needle/shield separation from the barrel when removing the shield.